Manufacturer narrative:
Product complaint#: (B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopy procedure on (B)(6) 2020, and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 12/07/2020. Additional information: h6 component code: g07002 - unable to investigate further/incomplete device returned. Additional h-3 summary: it was received for analysis a labeled winding former with a undispensed suture piece of product. During the visual inspection, the needle was not received for evaluation and the sutures pieces were noted with damaged due to use. The insertion end was not observed due to the needle was cut from the strand. The needle wasn¿t returned for analysis. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. Additional information was requested, and the following was obtained: was the needle removed from the patient during the same procedure? - yes. What tissue/location was suturing when pull off occurred? - small intestine loop mucosa. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Was there any patient consequence or injury? No. What is the condition of the patient?- the post operative care were simple. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.